Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer did have a set change and customer did have a little insulin left in the reservoir. The customer¿s blood glucose level was 45 and 87 mg/dl and the sensor glucose was 77 mg/dl. The customer was treated with cookie and glucose tablets and glucagon. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.